Manufacturer narrative:
Based upon the inquiry information received, and the visual examination and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the clops dropping from the device. The reported incident could not be recreated.

Event description:
It was reported the er220 was used during an unk procedure. It was reported by the affiliate the clip dropped, but did not fall into the pt. There was no consequence to the pt.